Event description:
After the cup was fully impacted dr. Ali had a lot of difficulty unscrewing the cup from the impaction handle. Upon removal I noticed the threads were damaged causing the cup to cross thread. Case type: (B)(4). Surgical delay: several minutes attempting to unscrew.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that after the cup was fully impacted dr. Ali had a lot of difficulty unscrewing the cup from the impaction handle. Upon removal I noticed the threads were damaged causing the cup to cross thread. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no 33783 and (B)(4) devices were accepted into final stock on 09/07/2016 and (B)(4) devices were accepted into final stock on 09/14/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209820, lot number 33783 , shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After the cup was fully impacted dr. (B)(6) had a lot of difficulty unscrewing the cup from the impaction handle. Upon removal I noticed the threads were damaged causing the cup to cross thread. Case type: tha. Surgical delay: several minutes attempting to unscrew.